Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that someone she spoke to on the phone reported there was nothing that could be done for her; she had to figure it out on her own. She told her doctor and they called from the doctor's office and someone she spoke to was helpful. She was given many suggestions.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0skvd, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that they had a loss of therapy. The patient was not getting relief for her urge and stress incontinence. Her doctor switched her from program 3 to program 4 and then the patient couldn't go at all for 24 hours. She then switched to program 2. Additional information reported that the patient had no symptom improvement. Therapy was working about 2/3 of the day. The patient still had nocturia and was voiding small amounts during the day. The patient was on program 4 and had gone through all of the programs. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.